Event description:
The customer reported getting a pacer equipment malfunction.

Manufacturer narrative:
(B)(4). The customer reported getting a pacer equipment malfunction. The unit was evaluated at philips and the symptom was verified. The power pca was replaced to resolve the issue.